Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with disp.shaft babcock . It was reported that one of the shafts has pierced the sterile packaging. There was no patient harm. Additional 'informtaion' has been requested but not yet received as of this report. The malfunction is filed under (B)(4).

Manufacturer narrative:
Failure description: the instrument arrived in a clean status with a pierced packaging blister ta012024. Investigation the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. (B)(6)) and the digital-camera "panasonic dmc tz8". We made a visual inspection of the instrument. Here we found a pierced packaging blister ta012024. According to refer to the photos archived in "documents" in sap, here we discovered the same. Batch history review: the device history records have been checked for the available lot number(s) and found to be according to the specification, valid at the time of production. There is no indication for a manufacturing error or a material failure. There are no similar complaints against the same lot number. Conclusion and root cause: the root cause of the problem is most probably related to an improper transport or storage of the product. Rationale: according to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the pierced packaging blister was damaged by an improper transport or storage. It is not clear when this damage occurred exactly. Possibly the damage could have caused due to falling off. Furthermore according the instruction for use the following points must be observed. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.